Manufacturer narrative:
The vio integrated electro surgical generator unit (iesu) was analyzed by the original equipment manufacturer (OEM) and it was confirmed that the unit generated c-34 error on start-up. Troubleshooting led to a malfunction hf generator printed circuit board (pcb) and once replaced, the mentioned error ceased and the unit functions as intended after passing all the required and recommended testing's.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the system had an error c-30 occurred with the integrated electrosurgical unit (iesu). An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the log and confirmed error c-34 with the erbe too. Both errors indicated high-frequency (hf) voltage, which was not normal. The tse advised the customer to restart the iesu and confirm if they connected the power supply of the erbe to the power tap. Later, the customer rebooted the iesu, but the issue persisted. The monopolar energy did not work. The customer continued with an external generator. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the erbe initialized without error.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-30, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed that error c-34 occurred repeatedly after rebooting. The fse replaced the iesu to resolve the issue. The fse confirmed that the return electrode was set to dual, and there was no problem in the electrical test. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is considered a reportable event due to the following conclusion: the iesu was not functioning after the start of the procedure and the surgeon continued with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. Error c-34 displayed during boot up. The unit will be sent to the original equipment manufacturer (OEM) for repair. The complaint regarding errors c-34 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is a component failure.